Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The endoscope was further evaluated and found with a camera instrument adapter defect, not related to the reported event. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope had an inverted image, and the bearing was broken. The procedure was completed with no reported injury. A spare endoscope was used.